Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced febrile neutropenia due to a viral infection. The patient received drug therapy only. The cause of infection was due to patient condition and due to complexity of medical management. The association with the device was considered unlikely but could not be ruled out. The patient was readmitted for infection from (B)(6) 2024.